Event description:
On 3/25/97, investigator, reported a pt death with regards to complaint (96089) with medical center. Medical center reported there was no investigation completed on the pt or autopsy performed. Pt was on same bath (ac-1027) as pts with elevated lead levels. Pt that expired did not exhibit any symptoms of lead toxicity. On 3/27/97, medical center dialysis unit, reported pt was in his thirties with a long medical history of advanced diabetes and peripheral vascular disease. Pt was complaining of chest pains and rather than calling 911, would have been appropriate, pt's wife administered a dose of morphine and a ror tab (a pain reliever); several hours later pt was dead. Event happened on a thursday, and pt was cremated on that saturday, leaving them unable to determine cause of death. When asked if this death was a result of overexpose to lead the reply was "absolutely not! Symptomology is entirely different than what pt was experiencing, he had many other health problems that contributed to this incident". H.3 co is in the process of attempting to obtain samples from clinical reporting problem. H.4 lot 620403d manufactured 7/24/96, lot 618109d manufactured 7/1/96, lot 624008d manufactured 8/28/96, lot 625902d manufactured 9/16/96, lot 627007d manufactured 9/27/96.